Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 5f 125 cm tempo diagnostic catheter broke off at the hub during extraction from the sheath. The separated segment was broken off in the patient¿s body but was successfully retrieved. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned. A product history record (phr) review of lot 18357237 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported catheter (body/shaft): separated could not be substantiated because the device was not returned, images were not provided, and insufficient event details were available; therefore, the exact cause of the reported event cannot be determined. A product history record phr review revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Because the cause of the reported event could not be determined from the available information, a case-specific assessment of residual risk communication could not be performed. Based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues.

Event description:
As reported, a 5f 125 cm tempo diagnostic catheter broke off at the hub during extraction from the sheath. The separated segment was broken off in the patient¿s body but was successfully retrieved. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.